Manufacturer narrative:
(B)(4). The customer reported that the device intermittently shut down. There was no reported pt involvement. A philips field service engineer evaluated the device and confirmed the failure. The problem was traced to a faulty battery pca. The battery pca was replaced to resolve the failure. The device passed all performance assurance tets and was placed back into use. This was a malfunction of the battery pca that caused unexpected shutdown.

Event description:
The customer reported that the device intermittently shut down. There was no reported pt involvement.